Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and the device went to backup vvi consistent with checksum error the cause is unknown. Analysis of device image indicated eri flag was falsely triggered when impedance is at this level the device is susceptible to voltage fluctuations. A longevity calculation was performed and was found to be normal based on device usage.

Event description:
It was reported that patient presented for a scheduled device change procedure for normal eri. When the device was being interrogated pre-implant and during threshold testing, the device lost contact with the programmer. Upon re-interrogating, device was in backup vvi mode. The patient was not symptomatic to the bvvi. The device was explanted and replaced as planned.